Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of one (1) day for unknown reason. An intuity elite valve model 8300ab23 was implanted in replacement. As per implant data card provided, this event was due to a deficiency of the original device.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of one (1) day due paravalvular leak. As reported, patient outcome after the initial surgery was good and he was asymptomatic. As per response received, "there was not really a deficiency of the original device, but they saw a paravalvular leakage after the surgery". Reportedly, the shape of the native annulus was irregular and asymmetrical. The seating of the valve was complicated, as it was a mini-sternotomy in an obese patient. As reported, the pvl was detected in tee immediately after weaning, as a large color flow paravalvular was observed. The surgeon decided to replace the valve with a smaller valve size to have a better adoption of the annulus. An intuity elite valve model 8300ab23 was implanted in replacement. Reportedly, the surgeon is a well experienced surgeon using or perimount and perimount magna ease valves already for many and many years.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as it was not available. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed, including potential oversizing of the valve.